Event description:
Reporter had a history of chronic rhinitis with associated nasal congestion, although no loss of taste or smell. Reporter was diagnosed wtih nasal polyposis and underwent bilateral polypectomy with surgical complication of blindess in their right eye. And was readmitted two days later, put on steroids, and ultimately had right frontotemporal craniotmy to try and decompress the optic nerve. Did not regain sight.